Event description:
Implant failed due to a failure to osseointegrate. ---------------------------------------- (B)(6) 2023 13:45:00 cet ((B)(6) ) phone + user:(B)(6) received date of the return product:13/10/2023.